Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that an unspecified number of bd vacutainer® safety-lok¿ blood collection set with pre-attached holders experienced a tube push off on the non patient end of the needle during use. The following information was provided by the initial reporter: using the safety-lok product, they have lately explored that phlebotomist must press on the sample tube, otherwise the tube will fall off the back-cannula of the safety-lok 368652, lot#9028596. Why is this an issue - it is an additional extra work task, where phlebotomist must use his/her power to avoid the sample tube to fall off during blood collection. In denmark ergonomic has an enormous high priority and be a factor for what product a customer chose during a bidding/tender process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® safety-lok¿ blood collection set with pre-attached holders experienced a tube push off on the non patient end of the needle during use. The following information was provided by the initial reporter: using the safety-lok product, they have lately explored that phlebotomist must press on the sample tube, otherwise the tube will fell off the back-cannula of the safety-lok 368652, lot#9028596. Why is this an issue - it is an additional extra work task, where phlebotomist must use his/her power to avoid the sample tube to fall off during blood collection. In (B)(6) ergonomic has an enormous high priority and be a factor for what product a customer chose during a bidding/tender process.